Event description:
The patient was tilted on the or bed (table) to the left during surgery. When the physician asked to tilt the patient back to the midline position, the or bed (table) would not move. The motor was making noise but the bed (table) was not moving. Two physicians had to pull up on the frame of the bed (table) to get the bed (table) to move to the center.